Event description:
It was reported that during follow-up the device could not be interrogated. Different programmers were tried with the same results. It was also noted on the electrocardiogram that the pacemaker paced asynchronously and below 40 beats per minute when the lower rate was 60 beats per minute. In addition, the patient had muscle stimulation near the active can position. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) analysis reconfirmed no telemetry and no magnet tmt (threshold margin test) response. The reported pacing rate at 40 bpm (beats per minute) and no telemetry failure was reconfirmed. After milling the shield open, the pacing rate changed to 60 bpm. The device had a por (power-on reset) and afterwards the telemetry was fully functional. The root cause of the telemetry and pacing anomalies could not be established. The failure could not be re-established.